Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurate high as compared to the patient's feelings/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the patient does not take any medication to manage her diabetes. The reporter claimed that on (B)(6) 2011 at 3:00pm, the patient developed symptoms of 'shaking' and half an hour later, drank orange juice in response to the symptoms. By 4:00pm, the reporter stated that the patient obtained the alleged high readings of '184,316, and 210mg/dl' with the subject meter. Immediately after, the cca was informed by the reporter that ems was called in and the patient was administered with IV glucose. At the time of troubleshooting, the cca was informed by the reporter that the patient may have been using expired strips and was unsure if the meter was coded correctly at the time of the alleged issue. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.